Event description:
It was reported that during a procedure when using the laser fiber at constant 180w, it presented a defect. It was rotating its axis, overheating and triggering fiberlife. Fiber irrigation flowing was normally. Another fiber was opened to continue the procedure. No further information was provided. The fiber was returned, and analysis identified that the glass cap was detached/separated.

Event description:
It was reported that during a procedure when using a laser fiber at constant 180w, it presented a defect. It was rotating its axis, overheating and triggering fiberlife. Fiber irrigation flowing was normally. Another fiber was opened to continue the procedure. No further information was provided. The fiber was returned, and analysis identified that the glass cap was detached/separated.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the returned fiber identified the tip of the glass cap was detached; therefore, the reported event is confirmed. The analysis identified severe charred debris adhesion on the metal cap which is indicative of prolonged tissue contact. It is probable that the tissue adhesion contributed to elevated temperatures at the laser beam output window leading to the glass tip detachment. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperature can lead to fiber damages, including glass cap detachment and circumferential fracture. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.